Event description:
Gts rep reports possible MDR. Patient expired on machine. 57 yr male scheduled for 4 hours treatment, he was on for 3.5 hours, arching backward in chair. Pt had cardiac history, 0 pulse, 1025 stable run, bp 120/60. Physician thinks pt heart ruptured.

Manufacturer narrative:
Verified t1 test, conductivity and temperature, it passed. Performed a simulated treatment. Verified machine performance met MFR specs. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.